Event description:
It is reported that the ventilator's screen went blank when the ventilator was turned on and over came back on.

Manufacturer narrative:
Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.